Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020 during a nurse visit, the patient¿s intestinal tube was difficult to flush and could not be moved. On (B)(6) 2020 during a scheduled tubing replacement, the gastroscopy revealed that the intestinal tube had knots with a bezoar and found to be in the stomach. Unsuccessful attempts were made to remove the intestinal tube with peg tube and the patient experienced decreased oxygen saturation to 90-92%. The patient was not hospitalized and was discharged. At the time of report, the it was unknown if the tubing was removed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event is available for evaluation; however, the device is unable to be shipped due to the current covid-19 pandemic situation. If the device is received and evaluated, a follow up MDR will be submitted. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 22 apr 2020: a nurse reported that on an unknown date, the patient eventually underwent a successful tubing replacement and was not treated.

Manufacturer narrative:
Reference record: (B)(4). A peg tube, j tube, and an internal fixation plate were received at abbvie for examination. The j tube was visually inspected and no bezoar was present on the j-tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on 02 jun 2020: sample return investigation results were added.